Event description:
Feeding tube placed without difficulty in intubated pt. Post-placement chest x-ray showed tube following right main stem bronchus inferiorly and distal tip overlying plane of the base of right hemothorax. Tube was removed and subsequent chest x-ray showed large right pneumothorax requiring chest tube.